Event description:
The customer reported to olympus that during preparation for use their evis exera iii video system center did not display an image. The device was switched out and the therapeutic procedure was completed with no further sequalae. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective printed circuit boards sets. It was also noted the software (sw) needed to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of defective/faulty printed circuit board sets (ap board and dr board) could not be identified. Olympus will continue to monitor field performance for this device.